Event description:
It was reported that the doctor had a very difficult time trying to flush the acculink; however, the reason was not reported. The doctor then used another acculink; tried to deploy the stent but the stent "jumped" and went more distal then expected. The doctor used another acculink to bridge the fist stent. The target lesion was in the right carotid 90% stenosis, and there was no pre-dilation. There was no reported pt effect and no additional information available.